Event description:
At 3:00am on july 6, 1999, customer woke up feeling ill and having difficulty breathing. His blood glucose reading was between 7.0-8.0 mmoi/l. About an hr later, he was still not feeling well and took another reading with a result of approx 9.0 mmoi/l. Then, at about 5:30am, he still was not feeling any better and had a meter reading of 12.3 mmoi/l. His mother called the ambulance since his condition was worsening. He was admitted into the hosp by 6:00 am. In the hosp, the drs did a number of tests and determined that his blood glucose level was over 40.0 mmoi/l. He was givin insulin through an IV bag, while also re-hydrating him. His postassium levels were very low, because he was so dehydrated. The customer was released from hosp on july 8, 1999.